Manufacturer narrative:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) ruptured when prepping device for deployment; it popped during balloon check. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. The device was removed from the packaging using proper procedure. There were no anomalies noted after device was removed from package. The mynx was prepped per the IFU. The product was not returned for analysis. A product history record (phr) review of lot f2104201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2104201 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) ruptured when prepping device for deployment; it popped during balloon check. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. The device was removed from the packaging using proper procedure. There were no anomalies noted after device was removed from package. The mynx was prepped per the IFU. The device is expected to be returned for analysis.